Event description:
The user facility reported that following a completed cycle, an employee obtained a cut to their finger while retrieving an item from their amsco 7053hp washer/disinfector. The employee self-treated and continued working.

Manufacturer narrative:
Through follow-up with user facility personnel, a steris account manager learned that an employee was removing flat pans sticking beside the washer's rack and the employee's hand became stuck between the rack and the door gasket. The employee proceeded to remove her hand subsequently causing her finger to obtain a cut from the interior metal edge. A steris service technician inspected the amsco 7053hp washer/disinfector and found no issues with the function or operation. A steris service technician inspected the amsco 7053hp washer/disinfector and found no issues with the function or operation. The technician returned the unit to service. The steris account manager stated that user facility personnel have a habit of placing flat pans beside the amsco 7053hp washer/disinfector's rack during the loading process which may cause difficulty during the unloading process. The operator manual states, "general loading guidelines: to properly clean items and to avoid personal injuries, always follow these general loading guidelines: (...) Ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate type of items to be processed." The steris service technician counseled user facility personnel on the proper use and operation of the 7053hp washer/disinfector specifically the importance of following the general loading guidelines. No additional issues have been reported.